Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the magnets in the shoulder pack are setting off the patient's defibrillator alarm. The shoulder pack was not returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. No further information was available. At the time this complaint was received it was classified the complaint did not require an investigation, therefore failure analysis was not conducted. A review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. The heartware system instructions for use cautions patients with icds and pacemakers to keep the magnetic patient packs away from the chest to avoid interference. The most probable root cause for the reported "magnetic interference" event can be attributed to a combination of the patient shoulder pack design and user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): the heartware waist pack and the heartware shoulder pack contain magnetic closures. Patients with an internal cardiac defibrillator (ICD) or pacemaker should keep the pack away from their chest and should not sleep with the pack to avoid proximity to the ICD or pacemaker. The patient pack without magnets should be used when sleeping. Per pacemaker and ICD manufacturer guidelines, magnets should be kept at least 6 inches (15 cm) away from the pacemaker or ICD. Caused or contributed to the reportable event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the magnets in the shoulder pack are setting off the patient's defibrillator alarm. There was no reported patient injury as a result of this event. The shoulder pack was not returned to the manufacturer for evaluation. No further information is available.